Event description:
It was reported that the insulin pump alarmed motor error and unable to leave the rewind process. The blood glucose reading is 169 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Motor error alarm during rewind test due to corroded motor home switch. The insulin pump received with protruded/loose drive support disk.